Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a cori assisted total knee revision, everything was going fine until manually define femur rotation screen, by accident it was confirmed a rotation number was not correct (very high), we went back and then did it again by accident accepting another high number. So, it was suggested to recollect that at 0 degrees, at least twice so that it will reposition the femur back to 0. However, after two times, the femur was still sideways on the screen, so it was collected back to 0 two more times and still nothing. So went back a few screens and tried to recollect all new femur points but rotation was still off, and ended up starting a brand-new case and didn't have any further issues because collected 0 from the beginning. The procedure was resumed, after a 15 min delay, with the same device. Patient was not harmed as consequence of this problem. The original implants were not s&n devices.